Event description:
It was reported that the patient experienced a shock like sensation, not from implantable cardioverter defibrillator (ICD), in their chest. This was suspected not to be ventricular assist device (vad) related as it also happened when the patient was connected to the tablet. There were no alarms, or changes in readings due to this. Log files were submitted for further evaluation. The log file captured routine events, there were no notable alarm conditions or parameter changes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of the patient feeling an electrical shock could not be confirmed through this investigation. The submitted log files contained no atypical alarms and appeared to show the pump operating as intended. The patient remains ongoing heartmate 3 lvas support with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Several sections of the IFU and patient handbook instruct the user on how to properly maintain their equipment in such ways that would avoid the user feeling an electrical shock. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.